Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02925. It was reported, the pt experienced an extreme heating sensation after 3-5 minutes of charging his ipg. The pt stated, it felt like the heat was coming from the charger antenna and not the ipg site. He also reported, he experienced intermittent charging as his charger frequently loses communication with his ipg. A replacement charging system was sent to the pt. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events as expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.